Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two shocks from the device. It was noted the patient was syncopal prior to the event due to a heart rate around 180 bpm. The device was double counting, but the shock appeared clinically appropriate because the patient was in a slow ventricular tachycardia (vt). The first shock accelerated the rhythm, but then the second shock converted the fast rhythm. The device remains in service and no further issues have been reported.